Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The claimed issue was related to pressure transducer test failure during pre-use check (puc). The device failed to meet its specification and it was concluded that it caused/contributed to the reported event. There was no patient involvement. Identification of issue has been done by analyzing problem description and device's logs. Based on technician statement, the turbine has been replaced. The turbine module generates compressed air and delivers air to the inspiratory gas. The issue has been resolved and the device was delivered to the user in working condition. In case of occurrence of this issue the malfunction of turbine may lead to stop of ventilation. The turbine has been tested in reference unit in factory. The customer allegation could be reproduced. Analysis performed by our contract manufacturer concluded that the cause was related to a broken wire inside the turbine motor. This failure mode was traced back to turbine motors produced during mid 2020 and was caused by the high production rate due to the increased demand for ventilators for covid-19 treatment. The production process has been revised to ensure that this will not happen again. The improved turbine module has been implemented in the production line of new servo-air devices and as spare part. The turbine module installed in this ventilator device was manufactured before the improved turbine was implemented.